Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50 serial #: (B)(4) description : linear st lead, 50cm.

Event description:
A report was received that the patient was experiencing severe sensitivity in the arms when running the scs device and the battery had a small granuloma which causes pain. It was believed that the patient's sensitivity in the arms and the small granuloma was due to flare up of her reflex sympathetic dystrophy (rsd). The patient will undergo an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing severe sensitivity in the arms when running the scs device and the battery had a small granuloma which causes pain. It was believed that the patient's sensitivity in the arms and the small granuloma was due to flare up of her reflex sympathetic dystrophy (rsd). The patient will undergo an explant procedure. No device malfunction was suspected.